Event description:
The customer reported that the device jaws could not be re-opened while on tissue during a lower anterior resection. The device was removed from tissue by prying it off with another instrument. Another type of covidien ligasure instrument was used to complete the procedure with no further difficulties. There was no pt injury.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.